Manufacturer narrative:
An event of leaflets incomplete coaptation was reported. A more comprehensive assessment, including functional examination of the valve could not be performed as the device was not returned for analysis. Imaging available from the field appeared to show limited coaptation of the leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a on (B)(6) 2023, a 27mm epic valve was chosen for mitral valve replacement implantation. An atrio-ventricular (av) groove procedure was performed concurrently. After implantation of the valve, it was noted that the valve leaflet was not closing properly. The 27mm epic was explanted and a replacement 27mm epic valve was used to complete the procedure without issues. The patient remained on cardio pulmonary bypass (cpb) to implant the replacement valve. The patient condition remained hemodynamically stable throughout the procedure with no patient consequences. No clinically significant delay was reported. There was no clinically significant delay or patient consequences.